Event description:
The implantable neurostimulator delivered therapy at the following settings: 2 anodes, 2 cathodes, dual stimulation mode, 24 hour/day usage, with continuous (non-cycling) therapy. The amplitude was set at 3.3, 3.6 volts, the pulse width: 450, 390 microseconds, rate: 60 hertz. These were not upper limit values. Impedance values were normal. The device battery reached end of service. The battery depletion was considered non-normal. It was replaced. There was no patient injury associated with the event. The patient recovered without sequela from surgery.

Manufacturer narrative:
(B) (4). The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.